Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges "bowel obstruction" and "adhesiolysis" however the sample was not returned for evaluation and medical records are not available at this time. Adhesions is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent an incisional hernia repair with a bard/davol large oval composix kugel patch, product code 0010202. On (B)(6) 2013: the patient presented to the hospital with complaints of pain and bowel obstruction. On (B)(6) 2013: the patient underwent extensive adhesiolysis and removal of the mesh and also part of her small intestine. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent an incisional hernia repair with a bard/davol large oval composix kugel patch, product code 0010202. (B)(6) 2013: the patient presented to the hospital with complaints of pain and bowel obstruction. (B)(6) 2013: the patient underwent extensive adhesiolysis and removal of the mesh and also part of her small intestine. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia and intra-abdominal adhesions thereby underwent open repair with implant of kugel patch and explant of previously placed unknown old mesh. Per operative notes, ¿the previously placed mesh was found with dense intra-abdominal adhesions. All the adhesions were taken down. The old unknown mesh was excised. Once the fascia was identified, a kugel patch was placed within the wound and sutured circumferentially. (No product identifier provided for old unknown mesh)¿ 24-mar-2011 to 10-jan-2013 - patient was diagnosed with abdominal pain, some distended small bowel dilation, gastritis, gastrointestinal hemorrhage and recurrent small bowel obstruction. (B)(6) 2013 - patient was diagnosed with high grade bowel obstruction thereby underwent exploratory laparotomy and lysis of adhesions with explant of kugel patch. Per operative notes, ¿extensive adhesiolysis were performed for the adhesions present in previously placed kugel patch. The proximal small bowel was found extremely dilated. Several enterotomy was made to free up small intestine from the mesh. The kugel patch was excised along with a small piece of small intestine as it was not able to be separated.¿ attorney alleges that the patient had adhesions, infection, bowel removal, pain and emotional injuries. It is also alleged that the patient suffered from recurrent bowel obstructions. A piece of small intestine was extremely densely adherent to the mesh that it couldn't be separated; it was removed along with the mesh. Hospitalized for nearly one-month.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges "bowel obstruction" and "adhesiolysis" however the sample was not returned for evaluation and medical records are not available at this time. Adhesions is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of composix kugel mesh, patient was diagnosed with adhesions and bowel obstruction thereby underwent repair with mesh removal. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.